Manufacturer narrative:
Reference number (B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced stoma site redness, bleeding with a yellow liquid that leaked through. The surgeon thought it was an allergic reaction and treated with corticoids. On (B)(6) 2019, the patient was admitted for cellulite in the abdominal and pectoral area. It was suspected that the point of origin was somewhere in the stoma and it discharged seropurulent fluid. The surgeons wanted to remove the tube, but they decided to start with unknown antibiotic treatment and assess later, if necessary. In (B)(6) 2019, he was discharged from the hospital.